Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that the patient had the drg system removed on an unknown date. The patient had recently had an scs system placed that covered all new and existing pain areas.